Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for "bladder and bowel control" who reported that the patient "has had a terrible time." The allegation was clarified to mean that the patient "had wires sticking out of her and it hurt her so bad and she felt every little cut and experienced pain from the procedure and there was blood everywhere." The caller did not provide any further information and patient status is unknown at the time of this report. There were no further complication reported or anticipated.